Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. Therefore, a physical investigation was performed for the catheter. During physical investigation the helix was broken at 20 cm distance from the tip of the catheter, the tube was also kinked at the same position at 20cm from the tip. It was not possible to specify the root cause further using the information provided by the user. Therefore, the investigation can be confirmed that the helix was broken. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiration date: 07/2026). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly got separated in pieces. It was further reported that when the device was being slowly withdrawn, the archimedes screw allegedly became dislodged from the motor housing and the broken catheter pieces remained in the artery, and the catheter was removed. Reportedly, an incision was made above the superficial femoral artery, which was the level of the foreign body, and the broken pieces were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly got separated in pieces. It was further reported that when the device was being slowly withdrawn, the archimedes screw allegedly became dislodged from the motor housing and the broken catheter pieces remained in the artery, and the catheter was removed. Reportedly, an incision was made above the superficial femoral artery, which was the level of the foreign body, and the broken pieces were removed. The current status of the patient is unknown.